Event description:
The complainant reported that the clinician was performing the implant of a mardis soft ureteral stent on a pt. During the procedure the probe broke inside the pt. The pt was put under general anesthesia, and the probe was successfully removed from the pt. The physician then confirmed that there were no pieces of the probe via radiography. There was no indication from the complainant of any additional adverse effect to the pt as a result of the reported problem.

Manufacturer narrative:
The device has been received, but the evaluation of the device has not yet been completed. Upon the completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.